Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 85% stenosed, 24x4.mm, de novo, eccentric, with a >45 and <90 degree bend target lesion was located in the moderately tortuous and calcified proximal right coronary artery. Following pre-dilation with a 4.0x2.0 emerge balloon catheter, a 4.00 x 24mm synergy¿ drug-eluting stent was advanced for treatment. However, difficulties while inserting the device through the lesion were encountered. When the device was removed, the proximal portion of the stent was deformed. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable.